Manufacturer narrative:
The esu was thoroughly inspected/tested (the return electrode was not made available for an evaluation.). A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Further investigative work revealed that a small return electrode for children was used in the procedure. The surface area of the electrode was not large enough to adequately disperse the electrical current which resulted in the pad burn. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a septoplasty, laser conchotomy, and pansinusitis - surgery with the electrosurgical unit (esu/generator). No information was provided in regards with the settings used or the specifics of the procedure. After the surgery, a third degree burn/necrosis was found below the return electrode (also referred to as a neutral electrode, patient plate, or patient pad) that was placed on the right thigh of the patient. Additional surgical intervention work was necessary to remove the necrosis and cover the area.